Manufacturer narrative:
Device evaluation: the intraocular lens has not been returned; therefore, a product investigation is not possible. The customer's reported complaint cannot be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that two other complaints have been received for this production order number; however, are not related to this complaint. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the iol broke during insertion into the patient¿s operative eye. The lens was removed and replaced within the same procedure requiring incision enlargement, and sutures. There was a 10-minute delay, but no injury reported. Patient outcome is noted as normal. No other information provided.